Event description:
Customer reported receiving a no delivery alarm when changing out his reservoir and during rewind. Customer's blood glucose reading at the time of the call was 431 mg/dl. Through troubleshooting it was noted that the alarm may have been caused by a set or reservoir connection. Customer's blood glucose reading at the end of the call was 302 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.